Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (medical device ¿ problem code, investigation findings, investigation type, investigation conclusion), h11. It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) experience leak in iabp circuit. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit. Initial leak and pneumatic tests were found acceptable, and the safety disk was removed, reinstalled, and successfully retested. During testing, the device generated electrical test failures (codes 35 and 51). The fse reset the datasette, motor, and electronic components, after which no electrical errors were observed. The leak reoccurred, and further inspection identified the source at the safety disk drain port. The issue was corrected, and the unit successfully completed extended testing without further faults. The unit passed all functional and safety checks to factory specifications.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation of e1(event site address): (B)(6). Due to character limitation of e1(event site phone): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine check the cs100 intra-aortic balloon pump (iabp) had leak in iabp circuit. There was no patient involvement.